Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a leak while using the alinity m system. The customer reported a puddle on the floor in front of the system solutions drawer upon arrival. The liquid was exposed to the walking surface. The customer cleaned the puddle while wearing all appropriate personal protective equipment (ppe). Customer noted evidence of crystallization around the bottom of the lysis cradle upon opening the system solutions drawer. There were no injuries associated with the leak. Field service engineer (fse) discovered the lysis transfer tubing connection was damaged at the crimp in the cradle adapter. As a result, lysis leaked from the thread connection during the transfer; thus, causing the lysis to leak into the bottom of the bulk drawer. Fse thoroughly cleaned the crystalized lysis in the bulk drawer and under the instrument. Fse replaced the transfer tubing and secured the connections per the most recent procedures and verifications outlined in the service manual. The system passed all testing and all solution transferred successfully. The customer accepted the instrument for use. There was no patient involved as the leak was identified by the alinity m system user.